Manufacturer narrative:
Updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, and type of investigation). Based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 27mm 11060a aortic valve was explanted and replaced with a 25mm 11060a aortic valve after an implant duration of one (1) year, 4 months and 21 days due to strep a bacteremia endocarditis with periaortic root abscess. The patient presented with abdominal pain and chest pain. The patient was transported while intubated to the ICU in critical condition. Per medical records, patient presented with chest pain in multisystem organ failure and group a strep bacteremia in the setting of a recent tooth infection. The patient was admitted to ICU due to unstable hemodynamics, chb, and IV antibiotic administration per infectious disease. Tee demonstrated periaortic abscess without evidence of vegetation or valvular dysfunction. Intraoperatively, significant inflammation and phlegmonous changes were noted near the aortic root. There was extensive destruction of the aortic root graft material and infected tissue was removed. There was no obvious purulent material. A 25mm 11060a valved conduit was secured. The patient was weaned from bypass and sent to the ICU in critical condition. Post-op tee showed well-seated aortic valve with mean gradient of 15mmhg. Per pathology, excised aortic root had scant amount of attached pink-tan, soft rubbery tissue.

Event description:
It was learned through implant patient registry that a 27mm 11060a aortic valve was explanted and replaced with a 25mm 11060a aortic valve after an implant duration of one (1) year, 4 months and 21 days due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.